Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm that the power supply needs to be replaced. The unit was repaired and the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed power supply was returned to failure analysis and testing department for evaluation. The failure analysis and testing department received and inspect a power supply and observed a white residue on the board of the power supply which is consistent with saline. No further test can be done. The final investigation has been completed by failure analysis and testing department. Retaining the power supply in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not start up batteries are empty. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.